Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. The 3x23mm xience alpine stent delivery system (sds) was used in the procedure; however, the stent moved from between the balloon markers. Therefore, the sds was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A same size stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgment could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgment. It was reported that the stent delivery system¿s (sds) stent dislodged during use. Analysis of the returned sds was unable to confirm the reported stent dislodgement. The stent was positioned correctly on the device with no anomalies noted. The analysis also noted a bend on the hypotube, this type of damage can occur due to manipulation against resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.